Manufacturer narrative:
E1 - (B)(6). Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vicm5_13.2 implantable collamer lens of -13.50 diopter tore/broke during injection/delivery into the patients left eye (os). The lens was intraoperatively removed without patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of the event is the device, " lens got stuck between the rod and the cartridge" was reported.